Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the procedure was to treat an 80% stenosed lesion in the lad. It was a fairly straight shot to the lesion, but just past the lesion were two 90 degree bends. Another co's guide wire was used first and was unsuccessful in passing the bends. Then the bmw universal was advanced with no reported resistance, but as it passed through the lesion, the tip was observed to be unravelling. Another co's catheter was used to successfully remove the entire guide wire from the pt. A whisper guide wire was used without difficulty to continue on with the procedure. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood visible. There was contrast on the coils. The shaping ribbon had detached 7 mm proximal to the tipball, though the coils were still intact. The fracture faces of the separation were twisted into a corkscrew shape. The distal end of the separation, including the tipball, was still attached to the coils. The coils proximal to the separation were completely stretched out. There was a bend in the core at the proximal end of the hypotube. No other damage to the guide wire was noted. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviwed the incident information and analysis of the returned device. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, there is no reported resistance, but because the sem showed that the guide wire had been over-torqued beyond the strength of the guide wire resulting in guide wire failure. The root cause therefore, appears to be from circumstances during the procedure and not a manufacturing related quality issue. The difficulty with the 90 degree bend is suspected to have caused enough resistance to allow over- torquing of the guide wire, resulting in the fracture. The failure appears to be related to the circumstances experienced during the procedure and is not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. The lot history record was reviewed. There are no non-conformities associated with this lot number. This MDR is considered closed by the product performance group.